Manufacturer narrative:
A failure analysis of the complaint devices could not be performed because the product was not returned for analysis. All available information was investigated, and a definitive cause for leak could not be determined in this complaint. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report leak and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapsed posterior and a1 prolapse. The clip delivery system (cds) was advanced to the mitral valve; however, air gradually entered the cds from the gripper lever. The saline drip was increasing in speed when the air was pushed out of the gripper lever cap. Air contamination was observed; and therefore, the saline dropping speed was slightly increased to prevent air from entering the patient. The air eventually entered the cds handle, but the clip deployment process had started. The procedure continued, and the clip was deployed. Air did not enter the patient. One clip was implanted, reducing mr, 1+. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.